Event description:
Reportedly, the device continuously prompted connect electrodes, and an analysis of pt rhythm could not be performed as a result. The fire department arrived on scene about one minute later. The fire department device was successfully used to treat the pt. Pt outcome was not reported, but the officer indicated that pt outcome was not affected, due to the ready use of the other device.